Manufacturer narrative:
Initial and final MDR (B)(4) - device 6 of 8.

Event description:
Unomedical reference number: (B)(4). Event occurred in united states. It was reported that from patient experienced issue with eight infusion sets as they fell off during use. It was stated that events were occurred on various dates (B)(6) 2024, (B)(6) 2024, (B)(6) 2024, (B)(6) 2024. No further information was available.